Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 512 mg/dl; cause was unknown. Ketone level was trace. A manual injections was administered to address bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.